Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Investigation of received item showed no specific damage and it was fully functional ¿ thus concomitant item.

Event description:
It was reported by the hospital, non-union of the femoral neck. Fracture of the lag screw. Fracture of the femoral neck. Gamma nail. Non-union. Revision surgery to be planned.

Event description:
It was reported by the hospital, non-union of the femoral neck. Fracture of the lag screw. Fracture of the femoral neck. Gamma nail. Non-union. Revision surgery to be planned.